Event description:
Procedure was performed to exclude a pseudo-aneurysm. The delivery of the stent was uneventful, as the stent was placed at the bifurcation. A 22mm balloon was used to attempt to correct a slight type 1 endoleak. While ballooning the neck, the aneurysm ruptured. It is believed the calcification around the neck cracked, puncturing the aneurysm. A proximal cuff placed to contain the proximal rupture. At the aneurysm site the calcification cracked, and punctured the graft material of the implant. Another cuff placed to exclude this leak with success. Due to the lose of blood from the aortic rupture, a tube was needed to drain the abdominal cavity.